Event description:
The lead was implanted on (B)(6) 2003, remains implanted. Reviewed impedance. Had one shot up last yr (both on rv and lv) bit generally, after the shot up, impedance trended down. They should bring the patient in and evaluate the lead as it appears that there is an issue there. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).